Manufacturer narrative:
We have verified that the reported lot number is the same as a lot number that is part of the u by kotex sleek tampons, regular absorbency 2018 recall. Neither brand name nor model were provided. The lot code provided was for a product that contained multiple absorbencies. The consumer did not provide an absorbency; therefore, we are unable to provide a UDI number or model. The reported brand name of this report is the default for when tampon brand is unknown. The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer stated in an e-mail that she had tampons that broke either during or prior to insertion. She also experienced pain.

Manufacturer narrative:
After investigation of lot code by manufacturing facility, the brand required an update to sleek tampons. Investigation was completed by manufacturing facility. Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
This is a follow-up report. The initial report was filed with u by kotex click tampons brand name. After investigation by the manufacturing facility it was found that u by kotex sleek tampons were produced during the reported lot number. This follow-up is to update the brand to u by kotex sleek tampons.